Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display screen came up blank and it was attributed to the low voltage differential signal assembly (lvds) printed circuit board (pcb) being loose and it was therefore reseated and the lvds retainer bracket adjusted to resolve. It was further noted that the power cord bay was broken and it was also replaced. (B)(4)

Event description:
It was reported that the programmer screen came up blank. The programmer was returned for service. No patient complications have been reported as a result of this event.